Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurysm was severly calcified. The physician successfully implanted the bifurcated stent graft, but was unable to cannulate the contralateral gate. Several attempts to advance the illiac stent graft through the severe calcification were unsuccessful. The physician elected to perform a surgical conversion for repair of the aneurysm with a conventional graft. No additional sequelae were reported and the patient was in stable condition at the end of the open surgical repair procedure.